Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The reported event of dilator insertion difficulty could not be confirmed. No anomalies were noted when a dilator from inventory was advanced through the returned sheath. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The cause of the reported dilator insertion difficulty remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, resistance was noted when inserting the dilator and air entered into the introducer when aspirating blood. When the introducer was visually checked, the hemostasis valve was found to be physically damaged. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.